Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Information provided only the year of implant, so implanted date is an estimate. Additional products: heartware ventricular assist system ¿ controller 2.0,model #: 1420 / catalog #: 1420 / expiration date: 24-jan-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 2017-nov-08, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a ventricular assist device (vad) thrombus with symptoms of a heart attack. The vad exhibited above normal power consumption with high watt and low flow alarms. Review of data log files also revealed an unexpected loss of power to the controller. A chest x-ray, ramp protocol, and transthoracic echocardiogram (tte) were performed with all results within normal range. Lactate dehydrogenase (ldh) was unmeasurable and hemoglobinuria related to hemolysis was significant. The patient received lysis therapy and underwent a pump washout procedure. Vad parameters normalized and the patient was reported to be in stable condition. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the vad (B)(6) and one controller ((B)(6)) were not returned for evaluation. Log file analysis revealed a sudden increase in power consumption on 06-feb-2022 leading to parameters above the normal operating range, followed by a sudden decrease in power consumption on 07-feb-2022. There were two low flow alarms were logged since 28-jan-2022 and one hundred and eighty-five (185) high watt alarms were logged on 06-jan-2022. Log file analysis also revealed a controller power up with an associated pump start event logged on 06-feb-2022 at 15:22:28. The data point prior to the loss of power revealed that no power source was connected to power port one and that (B)(6) was connected to power port two with 86% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for twelve seconds. As a result, the reported high power, low flow, and loss of power events were confirmed. Information provided by the site indicated that, in addition to the high and low power events, the patient was admitted for a ventricular assist device (vad) thrombus with symptoms of a heart attack. A chest x-ray, ramp protocol, and transthoracic echocardiogram (tte) were performed with all results within normal range. Lactate dehydrogenase (ldh) was unmeasurable and hemoglobinuria related to hemolysis was significant. The patient received lysis therapy and underwent a pump washout procedure, which corresponds with the observed decrease in power consumption seen in the log files. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot# (B)(6), h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.